Manufacturer narrative:
The ge rep conducted an on site investigation. The service rep replaced and calibrated the image processor computer and reloaded the software. The system was tested and operates as intended.

Event description:
The customer reported that a camera failure error message was displayed on the 7900 system. No pt injury was reported.